Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced bad, itchy skin reactions from the adhesive. The sensor was inserted into the upper buttocks. It was reported that the use of the "sandwich" technique with mepilex lite, mepitel film and opsite had all been attempted but did not provide reliable adhesive. The use of rocktape and griff grips were also used to reinforce but were too harsh for the patient's skin, adding to the irritation. On (B)(6) 2016, the patient's family met with pediatric staff at the hospital concerning the issue. Date of intervention is an approximation. At the time of contact with dexcom, the patient's irritation/itching had largely been resolved through the use of tough pads, flonase spray and chlorhexidine preparation pads. Patient's mother expressed concern regarding the damage/outcomes of long-term tough pad use. Additionally, it was reported that in addition to the dexcom, the patient had experienced reactions and infections from the use of other devices. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. The patient was less than (B)(6) years old. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.